Event description:
It was reported that the user experienced an insulin delivery issue during a supply change, with no drops observed when priming, and identified moisture and the smell of insulin near the cartridge area; upon removal, the cartridge was found leaking and a new cartridge was installed following guidance to seat it in the device before attaching the connector and tubing, after which drops were observed and insulin delivery resumed. Symptoms included no reported adverse clinical effects. Outcomes included restoration of insulin delivery without alarms and without the need for medical intervention. Customer care provided support that included customer troubleshooting and replacement with successful priming. Investigation of this case revealed a leaking cartridge at the cartridge¿device interface consistent with a component or connection issue affecting the cartridge and infusion pathway. It was concluded, based on previously established findings for similar reports, that the cause was a device component connection issue leading to leakage that resolved with proper cartridge installation and replacement.

Manufacturer narrative:
Initial.